Event description:
In this event it is reported that 30k fsi-sli-10s insert, pkd overheated, and was leaking water during use. No injury.

Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803.investigation results:root cause: no defect - no defect.also insert was tested on a digital thermometer i.d.#6116a due date: 09/30/2023. The temperature was 81.0° f, no fault found. The specification states are not to exceed 118.4°f. (Per frs-9175).conclusion code: no failure found.returned qty.1 insert, 80395, 22250-00082667, jy, bul test method / gp005-wi02inductance: gauge ID# 5349 due: 11/30/2024 result: 3.06 ¿ meets spec ¿ does not meet spec ¿ n/a tip condition: - ¿ meets spec ¿ does not meet spec ¿ n/a stack condition ¿ meets spec ¿ does not meet spec ¿ n/atested on: g136 gage ID# 9626-2 due date: 03/31/2023 set pressure: 35 psi water flow: output rate: 35 psi - ¿meets spec ¿does not meet spec ¿n/aspray pattern: - ¿ meets spec ¿does not meet spec ¿ n/awater leak: ¿ hp sealing ring ¿proximal ring ¿distal ring ¿seam leak ¿n/avibration: - ¿meets spec ¿does not meet spec ¿ n/agrip condition: ¿ meets spec ¿ does not meet spec ¿ n/aother visual observation: insert is good, no fault found.also insert was tested on a digital thermometer i.d.#6116a due date: 09/30/2023. The temperature was 81.0° f, no fault found. The specification states are not to exceed 118.4°f. (Per frs-9175).alleged event: ¿ confirmed - ¿ not confirmed